Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to battery tube connector did not plug properly.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 115 mg/dl at the time of the incident. The customer states the insulin pump had a crack on the reservoir compartment. The damage goes from the reservoir compartment towards the screen and the rim is peeling. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.